Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers were not detected on bus. A field service engineer (fse) checked power cords and cable connections and found a faulty cubie drawer preventing drawer detection. The half height cubie bus module controller board was replaced. After testing, the station powered up successfully and all drawers were accessible. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es all drawer was not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es all drawer was not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on correction: section d unique identifier (UDI) part analysis: the report of medstation (all drawer was not detected on bus) was confirmed during fse testing. The device was initially evaluated by the fse according to work order (wo) 02023039 where fse reported that all drawers failed. A faulty hh cubie drawer was found, causing not able to detect any drawers. After that, the hh cubie bus module controller board was replaced. Test was performed, and the unit was able to power up and access all drawers afterward. During dchu visual inspection the pcba pmc v1.06/v0.09bl hh was received in good condition with no signs of physical damage, loose components, fluid ingress or missing components. Laboratory testing confirmed the faulty board. Multimeter measurements revealed that fuse f201 was open as the resistance was over limit. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue on the medstation es main was determined to be a faulty board, the fuse f201 was found open.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all drawer was not detected on bus. The customer stated there was a delay to the patient's workflow. As part of the investigation, it was determined that the board was faulty, and fuse f201 was found open. There were no adverse events or injuries reported based on this event.